Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was damaged and leaked the prefilled tetanus shot from it during use. The following information was provided by the initial reporter: "an lpn came to me and indicated that while giving a tetanus shot, the liquid did not go into the patient¿s arm, but instead ran down his arm out of the needle. At first, she did not know if it was the needle or the actual prefilled tetanus shot, but then the same thing occurred when she was administering a flu shot, so we concluded that the only common denominator was the needle."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was damaged and leaked the prefilled tetanus shot from it during use. The following information was provided by the initial reporter: "an lpn came to me and indicated that while giving a tetanus shot, the liquid did not go into the patient¿s arm, but instead ran down his arm out of the needle. At first, she did not know if it was the needle or the actual prefilled tetanus shot, but then the same thing occurred when she was administering a flu shot, so we concluded that the only common denominator was the needle."